Manufacturer narrative:
The full lead was returned and analyzed and the outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated stretching. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician experienced difficulty in placing the right ventricular (rv) lead, struggling with placement for multiple minutes. Eventually, placement was achieved with satisfactory measurements. However, after the introducer was split and the physician began tying down the lead, the r-wave amplitude decreased and undersensing was noted. The lead was removed, and a new lead was placed. The physician noted that the new lead moved much more freely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.